Event description:
It was reported that this pacemaker system was abandoned due to noise oversensing that resulted in bradycardia pacing not being delivered when required. Additionally, there were pacing impedance measurements out of range on the left side of the system. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.